Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use event on (B)(6) 2024. The infusion set was in use for 1.5 days. The blood glucose level was 200 mg/dl. No further information available.